Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the bevel section is melted and exhibits burnt glue; there is some white unknown substance noted inside the fiber cap tip; the fiber cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure, @ 3000 joules of use; 1 minute, fiber tip damage was noted. The fiber was exchanged and the procedure was completed. Patient outcome: "no injury to patient" reported.